Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 11/30/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Signs of clinical use and evidence of blood was observed on the bipolar blades. There were no visual defects observed on the harvesting device jaws or the c-ring. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the returned condition of the device as well as the investigation results, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000241814 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [(B)(6)- on (B)(6) 2022, the compressed air system failed and needed to be repaired. The repair and qualification for production took more than one day to be completed. The testing requiring compressed air could not be completed in the required time. Therefore, the following products were included in this ncmr for evaluation:]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro when attached to the bipolar cable, there was not any power to the system. This occurred during the harvesting of the saphenous vein. Power setting bipolar 3 5 (standard). A new vv6 pro kit was used to finish the procedure. Prior to opening a second kit, the power supply source was switched, and the bipolar cable (gray) was switched. The bipolar foot pedal was switched; last resort was the kit. There was not any patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.